Manufacturer narrative:
The operator visually observed a reduction of sys fluid on the freedom evo. A tecan svc engineer was dispatched to the lab for investigation. The svc engineer investigation showed no anomalies except for a kink in the fast wash tubing. The svc engineer corrected the kink in the tubing and ran instrument diagnostic testing. The diagnostic test passed and instrument performed as expected. The MFR's eval of the kink in the tubing revealed a potential in sys fluid could cause reduction in sample volume dispensed. The customer has contacted the MFR of the "back end" device in their process as documented in tecan's investigation. The instrument was repaired by the tecan svc engineer.